Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the nephrectomy via laparoscopic procedure while ligation of vessel. The surgeon was able to pressed the green button, but was not able to squeeze the handle and the device did not fire. To resolve the issue same brand but different product was used. There was no patient injury.